Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Received log files. It is visible in the logs that the change to the alarm settings screens. It is visible in the video provided that the screen was frozen with the alarm history displayed.

Event description:
The customer reported that on august 16th, they started the device up for use, and mistakenly pressed "new patient" on the start screen. The display freezing issue started before the ventilation when they tried to press the last settings. On sept 3, one of the staff conducted an in-house reproduction test. First the avm was pressed from the profile and ventilation started. However, the ventilation stopped and the previous settings left on the start screen. Settings was change to the new patient setting(p-a/c).the phenomenon confirmed several times, but not reproduced by then. On sept 6, the screen froze after downloading the log files. When turned on the power, after shutting down the device, the previous settings was change to new patient settings. There was no patient involvement in this reported event.